Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was to be used for biliary stones for temporary drainage in the primary bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the catheter broke at the rx port when inserting the delivery system in the duodenoscope. The device was removed from the patient and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. Note: according to the complainant, the wallflex biliary rx fully covered rmv stent was used for biliary stones for temporary drainage. However, per the wallflex biliary rx fully covered stent system directions for use, the stent is indicated for palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures.

Event description:
It was reported to boston scientific corporation on october 17, 2018 that a wallflex biliary fully covered rmv stent was to be used for biliary stones for temporary drainage in the primary bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the catheter broke at the rx port when inserting the delivery system in the duodenoscope. The device was removed from the patient and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. Note: according to the complainant, the wallflex biliary rx fully covered rmv stent was used for biliary stones for temporary drainage. However, per the wallflex biliary rx fully covered stent system directions for use, the stent is indicated for palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures.

Manufacturer narrative:
H6: problem code 1069 captures the reportable event of catheter broken at the rx port. H10: a wallflex biliary stent and delivery system were returned for analysis; the stent was received undeployed and fully covered by the outer sheath. Visual analysis of the returned device found three kinks in the inner shaft at the guidewire access sheath and a kink in the outer sheath at the end of the stiffening mandrel. The outer sheath was found detached/broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the guidewire access sheath). Functional evaluation revealed that the stent could not be deployed using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications and a visual inspection identified no issues. The outer sheath was measured to be within specifications. The damages to the returned device were consistent with application of excessive force during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to procedural factors encountered during the procedure, such as handling of the device and the technique of the user. Therefore, the most probable cause is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indication. The dfu indicates, "the wallflex biliary rx stent system is indicated for use on the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis". However, the stent was used for biliary stones for temporary drainage. A review of device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 05:32 pm CT.the report number is being corrected from: 3005099803-2018-62186 to: 3005099803-2018-61282.